Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell, and the touch screen became shattered and unresponsive. Customer's blood glucose level was 225 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.